Manufacturer narrative:
The device is returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported for this event by the customer, during a therapeutic total laparoscopic hysterectomy (tlh) procedure, the device teflon pad began to detach from the upper jaw. This was detected visually while the device was in the patient¿s peritoneal cavity. The doctor was performing the seal and cut function at the time. The procedure was completed with a new device. There is no harm or adverse impact to the patient. Intelligent tissue monitoring (itm) function was on at the time of the event. The doctor is very experienced in the use of the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. H4 - manufacture date is 29mar2021 not 19mar2021. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the tissue pad was worn out and it was partially peeled off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. Nothing was grasped between the grasping section and the distal end of the probe while the output was activated in seal & cut mode (this includes after tissue resection). This following information is included in the instructions for use (IFU): "do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." Olympus will continue to monitor the performance of this device.